Event description:
Affiliate reports x-rays revealed that an inner setscrew loosened in the spinal construct. Revision is not planned at this time. No further details provided.

Manufacturer narrative:
The setscrew is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. No conclusions can be made. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly placed and fully tightened.